Event description:
Reporter alleged discrepant blood glucose values of 500 mg/dl back to back with a result of 200 mg/dl when testing was performed on the advantage system. The exact time between testing other than the back to back reference was not provided nor was the location of the testing. As a result of the comparison, no actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and comfort curve test strip lot number 548979 with an expiration date of 03/31/07.

Manufacturer narrative:
The suspect product is the comfort curve test strips.